Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR ID: 2134265-2012-01412, 2134265-2012-01410, 2134265-2012-01411, 2134265-2012-01417. It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The patient presented with class 2 stable angina in (B)(6) 2011 and underwent a cardiac catheterization procedure which revealed 2 target lesions. The first was a 22mm in length and 80% stenosed lesion located in the proximal left anterior descending artery with a reference vessel diameter of 3.50mm. A 2.50x12mm apex balloon catheter was advanced to the lesion for pre-dilation. The balloon was inflated to 22 atms for 28 seconds on the first inflation and on the second inflation the apex balloon burst at 20 atms after 10 seconds. The lesion was then predilated with a 3.00x15mm apex balloon catheter and 3.50x20mm and 3.50x8mm taxus element stents were deployed, resulting in 0% residual stenosis. The second was a 22mm in length and 80% stenosed lesion located in the left circumflex (lcx) artery with a reference vessel diameter of 3.50mm and a lesion length of 12mm. The lesion was not predilated and 3.50x12mm and 3.50x8mm taxus element stents were deployed, resulting in 0% residual stenosis. Following the procedure the patient experienced a troponin level elevation (peak troponin= 0.83 ng/ml, uln= 0.014 ng/ml) and a myocardial infarction was diagnosed. No action was taken to treat this event. The patient was discharged the following day on aspirin and clopidogrel.